Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient was fitted with several different CPAP machines on the day of the call and got light headed and felt like he could not breathe and was claustrophobic with the CPAP on. The caller wanted to make sure the magnets from the CPAP machine did not cause him to feel high headed because it was interfering with the stimulator. The caller confirmed she had checked the therapy status prior to calling and therapy was on. The caller also stated the patient had no tremor return either. The caller stated the patient also had hypotension from his parkinson's medication and thought the patient was just stressed out because the patient was having to do something he did not want to do and the lightheadedness did go away after sometime. It was also noted the patient still took a low dose of carbidopa 3 times a day for parkinson's in addition to deep brain stimulation (dbs). No further complications were reported or anticipated.